Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.

Event description:
It was reported that three days after implant the patient presented with chest pain and shortness of breath. The right ventricular (rv) lead also had diminished r-waves over the days following implant with ultimately no capture at maximum output the day of explant. It was also indicated the patient had a small pericardial effusion following explant. The rv lead was explanted and was replaced. No further patient complications have been reported as a result of this event.